Event description:
The event is reported as: complaint alleges: clips do not hold on the vessel during an abdominal lipectomy. All clips were retrieved. No pt injury reported or medical intervention reported.

Manufacturer narrative:
There is no device available for investigation. DHR review revealed no issue related to this complaint. Root cause is unk due to absence of sample. Complaint cannot be confirmed. Manufacturer will continue to monitor and trend related complaints.